Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The incorrect part number was captured under the wrong opco. The correct part number and opco has been captured on (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event reported as 2018, exact date is not known. Additional product code: lxh. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a intramedullary reaming of a left femur for a peritrochanteric fracture of the left femur, a flexible reamer shaft broke in a patient. The end piece snapped during reaming and the shaft was retrieved with the drill, while the broken piece was retrieved by pulling the ball tipped guidewire out of the patient. There was a delay for an unknown number of minutes. There was no patient consequence. This complaint involves one (1) device.